Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, device interrogation revealed that the atrial lead exhibited noise oversensing, which resulted in an inappropriate automatic mode switch. Isometric movement confirmed the presence of noise in the atrial lead. The physician capped and replaced the lead on (B)(6) 2025. The patient remained stable throughout the procedure.